Manufacturer narrative:
The reported event of high pacing lead impedance could not be confirmed. Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During the initial implant procedure, high pacing impedance was observed on the right ventricular (rv) lead. When the rv lead was connected to the pacing system analyzer, pacing impedance was within the acceptable range. A device malfunction was suspected. A replacement device was used to complete the implant procedure. The patient was in stable condition.